Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery on cardian carcinoma, when using the device on the lesser curvature of the stomach, it cannot be fired. The surgeon was able to press the green button but unable to squeeze the handle. The handle and reload were replaced to resolve the issue. There was no patient injury.